Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during the percutaneous coronary intervention, balloon rupture occured. The target lesion was located in the calcified diagonal left anterior descending artery. A 1.50mm x 8mm apex flex balloon catheter was advanced and the balloon was inflated but it ruptured on first inflation at an unknown pressure. The device was removed intact. No patient complications were reported and the patient's status was fine.